Manufacturer narrative:
Due to the dissected components and without return of a balloon, the cause of the reported failure could not be determined. The review of the lhr (lot f1027101) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient with a history of smoking and diabetes underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained using a 5f sheath at the right groin. A femoral angiogram was taken pre-procedure and did not reveal any calcium or pvd in the vicinity of the access site. The physician was in training to the use of the mynx and with the aci sales professional present, used the mynx for femoral artery closure. The device was prepped per the instruction for use (IFU). The physician pulled the device back to the arteriotomy and shuttled down to deploy the sealant. He had difficulty retracting the sheath and decided to abort the procedure. The physician attempted to deflate the balloon. The inflation indicator went down but the balloon wouldn't deflate and the physician had difficulty removing the device from the patient. When the physician noticed the device was "stuck," heparin was administered to the patient. A second femoral angiogram was taken from the left groin and going up and over the horn. It revealed the balloon still inflated in the right femoral artery. The physician then used a scalpel and cut the wire in an attempt to deflate the balloon but was unsuccessful. The physician then attempted to use an access needle over the mynx wire to try to puncture the balloon. The sharp edge of the needle sheared off the mynx wire. At this point, a vascular surgeon was consulted and the patient was sent to surgery to remove the device. The balloon was reportedly half in and half out of the arteriotomy. It was also reported that the balloon was still partially inflated upon removal from the patient. The patient was already an in-patient scheduled for a pace maker on (B)(6) 2011 therefore, at the time of the reported event, the patient remained in the hospital.